Manufacturer narrative:
Multiple attempts were made for additional information location of catheter body break and to secure return of the device however the customer has not responded nor sent the device back for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Model and lot number for this device was not reported, therefore, the primary di number cannot be provided.

Event description:
It was reported that an unknown edwards pulmonary artery catheter broke when a patient pulled it out. Patient was in bed when they pulled it out. There were no patient injuries reported. No additional information was shared.